Event description:
The patient had the device implanted. X-rays indicated that the implant was displaced. The patient stated that there was no trauma to the hand. The device was removed and it was determine that the device was fractured.